Manufacturer narrative:
Analysis: analysis of the ipg 3058 ((B)(4)) found that the ins passed functional testing. The return device was subjected to a series of standard tests that include but was not limited to visual inspection, output and telemetry testing and functional testing. The ins was functionally okay and insignificant anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has had pain at implant site since implant. The caller wanted to know if this was normal for 2-3 weeks. There was no redness, no heat and no swelling. No further complications were anticipated/reported. Additional information was received from a friend/family member of the patient. They reported that there were 'problems at the implant site for six months' with their original implant. The surgeon took that stimulator out and placed a new one on the opposite side (the right side). The caller stated the surgeon initially put in two 'probes', one to the left and one to the right. At the time of the revision/replacement, they placed the new stimulator with the probe on the right side.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative (rep). The rep reported the information had been confirmed with the account and that the cause of premature battery depletion was unknown. The rep noted the device had been returned via normal mail. The device was received by the manufacturer company on 2019-apr-19. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had pain at the pocket site. The physician reported premature battery depletion. The ins was implanted in november and it showed 34% capacity on the day of the report. The physician believed there to be an issue because the battery drained so quickly. The patient was running on amplitudes above 3.0 and the pulse width and rate may have been increased to 270 and 40 per the physician¿s usual programming parameters. The patient¿s battery was replaced, and the issue was resolved at the time of the report. No further complications were reported.